Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. Review of device history records show that lot released with no recorded anomaly. Review of sales history found ten (10) units implanted and the remaining ten (10) in biomet control with no additional complaints.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Upon opening the poly liner, additional poly was noticed on the side of the liner. Another liner was opened and used to finish the procedure.